Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was observed within the infusion set tubing. Additionally, it was reported that the cartridge dislodged from the pump. Cartridge changes were performed resolving both issues. Blood glucose level was 130 mg/dl.